Event description:
A good wave form could not be obtained on an open-heart surgical pt, and the wave form became worse when the chest was entered. An x-ray was not very good, but the clinician thought the catheter was in the pulmonary artery. When the physician tried to reposition the catheter in order to get a better wedge pressure, he realized then that the catheter had been severed. The incident occurred in the ICU and the pt was returned to the or, the chest entered again, and the catheter fragment removed from the right atrial appendage. The operation required 45 minutes. The surgical wound was secured and the pt was returned to the ICU. He was discharged from the ICU the next day and recovered very well.